Manufacturer narrative:
(B)(4), secondary surgery, glare, horrible night vision. Method: (other): lens work order search. Results: (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The reporter stated the surgeon implanted a micl 13.2mm implantable collamer lens in the patient left eye on (B)(6) 2010. The patient was experiencing horrible night vision and glare. Patient was unhappy and decided to have the icl removed. The incision not enlarged, one suture was used to close the wound. No other lens was implanted.